Event description:
It was reported that 8 days post-implant of a bifurcated device and a suprarenal aortic extension the patient returned to the hospital complaining of back pain. Reportedly, a computed tomography revealed the aneurysm had grown 0.6mm since the initial implant. Diagnostic imaging revealed a type iii endoleak between the supernal aortic extension and the bifurcated device. The patient was treated, the next day, with an infrarenal aortic extension to correct the endoleak. Reportedly, the patient tolerated the procedure well.

Manufacturer narrative:
The device was not returned for evaluation. However, operative notes, CT images from the index procedures and the procedure planning sheet were provided and reviewed by a clinical representative. Based on the review of the medical records, the patient was noted to have a moderately angulated and irregular aortic neck anatomy pre-procedure. Approximately 8 days post-procedure the patient presented with acute onset low back pain. Contrast CT report from (B)(6) 2012 revealed increase in sac size by 0.6mm from initial implant. It was decided to proceed with an angiogram since CT study was limited. During the procedure a type iii endoleak was identified (operative note 11-=/21/2012); no images are available however to confirm this. It was repaired with the placement of an infrarenal aortic extension cuff between the proximal extension and the main body. The procedure was completed without any complications and resolution of back pain. Per the operative note from (B)(6) 2012, the angulation of the aortic neck and anatomy of the aneurysm sac could have potentially contributed to the endoleak. No endoleak was seen on index procedure CT. Based on the review of the event, information available, manufacturing records, and previous complaints, there is no evidence that this complaint is due to a manufacturing issue. Endoleaks are a known risk of the procedure, as identified in the product labeling.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available.